Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate with multiple cartridges. Reportedly, the cartridge was filled with 300 units of insulin. The customer reported blood glucose level ranged from 300-400 (mg/dl), which was addressed with manual injections.